Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that with the cardiosave intra aortic balloon pump, the getinge clinical specialist was unable to remove either battery. Despite turning the release knob, the batteries did not disengage and the spring mechanism that normally ejects them did not activate. The specialist was also unable to remove the batteries manually. No patient was involved.

Manufacturer narrative:
Updated fields: b4, e3, e5, g2, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that with the cardiosave intra aortic balloon pump (iabp), the getinge clinical specialist was unable to remove either battery. Despite turning the release knob, the batteries did not disengage and the spring mechanism that normally ejects them did not activate. The specialist was also unable to remove the batteries manually. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. When the fse attempted to remove the batteries, neither of the batteries were able to be removed despite turning the knob that should have released them. The spring that typically ejects the batteries did not push them out and the fse was unable to remove them manually. Adjusting the wires to battery interface board and replacing the battery eject springs corrected this. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.